Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer had a calibration error and got bad sensor readings. The sensor glucose reading was 89 mg/dl while the customer's blood glucose reading was actually 489 mg/dl. It was also noted during troubleshooting that the sensor was bent upon removal. The customer's blood glucose value during the removal of the bent sensor was 362 mg/dl. The customer declined troubleshooting for high blood glucose. The customer did not mention how they treated their high blood glucose. The sensor would be replaced.